Event description:
It was reported by the customer that pyxis medstation system had experienced a drawer failure. Customer stated that this issue had prevented them from accessing medication, leading to 20- minute delay in patient therapy. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, d9, g6, h2, h6, e3. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 06-nov-2022 to 05- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the failure resulted from a defective cubie tray. The field service engineer had resolved the issue by reseating the drawer cables and replacing the cubie tray. The system functioned as intended after the field service engineer troubleshooted the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there was a defective cubie tray. A field service engineer reseated drawer cables and replaced cubie tray to resolve. The system was functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation system had drawer failure. The customer added that they were prevented from accessing hydralazine medication causing a 20-minute delay in patient therapy. There were no adverse events or injuries reported based on this event.